Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a rupture of achilles tendon anastomosis procedure on (B)(6) 2016 and suture was used. Five days after the procedure, the patient developed infection. It was also reported that no causes of infection were found. However, it was observed that the a pouch package can be compressed and suspected the package leak which could lead to infection. The bacterial test of representative samples in the hospital showed that samples have a gram negative bacilli, so the doctor opined that the suture in the package was polluted. The patient was treated with debridement, dressing change, vsd, anti-infection treatment, but the infection has not been well controlled yet. Additional information has been requested.

Manufacturer narrative:
Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? Was the suture re-processed or re-sterilized? Was any anomaly or deficiency noted with the suture prior to use? Was any anomaly or deficiency noted with the package prior to use? Do you have the package for evaluation? Do you have any samples from same lot for evaluation? Was the seal on the package intact? Were any cultures taken of the patient wound and the results? What is the current condition of the infection? What is the surgeon opinion as to the causative factor for the infection? What is the patient age, gender, weight, medical and surgical history? What is the current condition of the patient? Both representative samples were evaluated prior to manually peel the units. No anomalies were found that could lead to a leak condition eventually to an infection to the patient. Afterwards, both units were manually peeled and seal margin integrity was found to be in compliance and within requirements.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/31/2016. Additional information was requested and obtained: was the suture re-processed or re-sterilized? No. Was any anomaly or deficiency noted with the suture prior to use? No. Was any anomaly or deficiency noted with the package prior to use? No. Was the seal on the package intact? Yes. Were any cultures taken of the patient wound and the results? No. What is the current condition of the infection? Serious infection. What is the surgeon opinion as to the causative factor for the infection? Suture. What is the current condition of the patient? In hospital.